Manufacturer narrative:
Continuation of device eval.: information references the main component of the system. Other relevant device(s) are: product ID: 9735991, serial/lot #: none, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The rep re-seated the loose cd drive connection. Codes b01, c07, and d02 are applicable. No other products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a local representative (ns rep) was unable to get a cd mounted on the site's system. The disc reader had a green light and would open, but nothing would happen in the software. When looking for media, cd did not show up as an option. The ns rep used site's other navigation system and the disc loaded without issue. There was no reported delay. There was no patient involved. Additional information was received. It was reported that troubleshooting was done at the time of the event. The machine was restarted, the disc was removed and reinserted several times. Nautilus command prompt was used in attempt to force mount cd. The cause was reported to be a loose connector on the back of the cd drive. Additional information was received. It was reported that troubleshooting resolved the issue by re-seating the connections on the back of the cd drive. Additional information was received. It was reported that to troubleshoot at the time of the event, the cd was re-inserted several times and the machine was also restarted multiple times. This did not resolve the issue.